Manufacturer narrative:
Batch review performed on 25-aug-2025: 02.12.e0413fl gmk-sphere tibial insert e-cross - flex 4l - 13mm (k202022) lot. 2242240: (B)(4) items manufactured and released on 12-07-2023 expiration date: 2028-06-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. 02.07.1204l tibial tray fix cemented s.4l (k090988) lot. 2305869: (B)(4) items manufactured and released on 03-01-2023 expiration date: 2027-11-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. 02.12.0025l gmk-sphere femoral component cemented - 5+l (k140826) lot. 2305319: (B)(4) items manufactured and released on 14-06-2023 expiration date: 2028-05-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. 02.07.0036rp resurfacing patella size 4 (k113571) lot. 2307827: (B)(4) items manufactured and released on 26-06-2023 expiration date: 2028-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 year and 10 months the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.